Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. Other than the procedure, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).